Manufacturer narrative:
One device was returned for analysis. Visual inspection found a detached downstream occlusion seal. Review of the event history log (ehl) showed error code 42224. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the printed wiring assembly board (pwa), downstream occlusion seal, lens, and remote dose connector were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that there was an issue with the bolus connector. During physical inspection, it was found that there was a detached downstream occlusion seal. There was no patient involvement, and no patient injury was reported.